Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unitrax modular endo head 47mm; cat# 6942-5-047; lot # 4p3jhj, unitrax v40 sleeve +0mm (std); cat # 6942-6-065; lot # 75883302, accolade c cs 132 nk; cat # 6058-0435d; lot # ta0p1d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As noted on a usage sheet for revision of patient's left hip: "reason: possible infection. No other information is available due to sealed electronic medical records." Branch provided the primary and revision usage sheets. A unitrax head and sleeve were revised.